Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device no longer working because of fluid loss. It was noted there was a break in the tubing close to the pump. The device was removed and replaced. There were no patient complications.